Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room. The pacemaker was unable to be interrogated and the device was in backup vvi mode. The patient was noted to have pocket stimulation. On (B)(6) 2018, the patient presented in clinic and several programmers were used to interrogate the device but they were unsuccessful. A device restoration was attempted but unsuccessful on the first attempt. The second attempt was successful and the device was restored. The pocket stimulation went away and the patient was stable after the event.